Event description:
The customer alleged they received questionable free triiodothyronine (ft3), free thyroxine (ft4), and antibodies to thyroid peroxidase (a- tpo) results for one patient on their e170 analyzer. The customer stated the patient's initial results were reported outside the laboratory. The customer stated that on (B)(6) 2014, the patient's sample was repeated on an immulite system. The patient's initial ft3 result was 9.7 pg/ml. The repeat result was 4.13 pg/ml. The patient's initial ft4 result was 3.2 ng/dl. The repeat result was 1.21 ng/dl. The patient's initial a-tpo result was 320 u/ml. The repeat result was <10.0 iu/ml. The customer stated the patient was given a high dose of anti-thyroid drugs. Information on whether the patient was adversely affected was requested but not provided. The ft3 reagent lot number was 175509. The expiration date was requested but not provided. The ft4 reagent lot number was 175155. The expiration date was requested but not provided. The a-tpo reagent lot number was 175454. The expiration date was requested but not provided.

Manufacturer narrative:
A patient sample was returned for investigation. An interfering factor to streptavidin was identified in the patient sample for ft3, ft4, and a-tpo. This interference is covered in the package labeling.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.